Event description:
Customer reported that at approximately 7:00-8:00 pm on (B) (6) 2010 he attempted to test his blood glucose with his freestyle lite blood glucose meter, but the test would not start. It was further reported customer self-administered an unknown amount of insulin and ate dinner. Customer again attempted to test without success. Later in the evening, customer became disoriented while driving his car and subsequently experienced a seizure resulting in an automobile accident. Paramedics were called, checked his glucose on their one-touch meter and received a result of 56 mg/dl. Customer was given glucose gel and transported to a local healthcare facility where he was diagnosed with hypoglycemia. It was additionally reported customer sustained head and back injuries. Customer was kept overnight for observation. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is complete.